Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized in emergency room and experienced hyperglycemia. The customer's blood glucose value was 300 mg/dl to 400 mg/dl. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. Auto mode feature was inactive. Customer treated for high blood glucose using insulin pump and manual injections. Customer reported had high blood glucose due to headaches, dizziness and blood pressure going up. Customer does not alleged pump was under delivering. Customer reported insulin exited at the quick release. Customer reported pump was worn during a medical procedure around an MRI 3 weeks ago. Displacement test resulted in pump alarmed no reservoir detected. Customer sometimes treats with the insulin pump, with fake carbs & has treated with manual injection. Customer reported last night blood glucose was 330 mg/dl, suspend below low blood glucose was 118 mg/dl and basal was resumed calibrate by alert on high. Customer stated that the other day blood glucose was 230 mg/dl and sensor glucose said 201 mg/dl. Customer stated that the pump did alarm insulin flow blocked. Self test on the pump was passed and pointed out that she did get a suspend before low. Customer had low set to 90 mg/dl. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Insulin delivery was not suspended due to sensor glucose vs blood glucose difference and blood glucose value from reported event was 230 mg/dl and sensor glucose value from reported event was 201 mg/dl. The sensor glucose and blood glucose difference was 29 mg/dl. Sensor glucose and blood glucose difference was within target range of glucose difference. The devices will not be returned for analysis.